Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that, while in a in a framelink procedure with a leksell frame in the lat-right configuration. The surgeon originally planned for an anterior posterior (ap) configuration, but was unable to use that with the framelink software. When attempting to establish the coordinates, the software was providing coordinates that crossed the ring on the frame. The surgeon tried multiple plans and they did not work. The surgeon opted to discontinue the use of framelink and continued the procedure with vertek biopsy on the navigation system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Further details of the event were provided: at 10:30am ¿ surgeon requests anterior-posterior leksell frame configuration, and is informed framelink only supports lateral configuration. Patient was already under anesthesia for frame placement and CT scan (time this occurred is unknown, but they were done with CT scan at 10:20am and returned to o.r. At that time). At 11am ¿ 12pm ¿ non-sterile patient positioning for lateral-right use of leksell frame at 12pm ¿ began sterile assembly of leksell frame for a lateral-right configuration. Hospital staff contaminated sterile leksell frame in the process, so 30-minute delay to re-sterilize occurred. At 12:30-1pm ¿ sterile assembly of leksell frame resumed. Site attempted to set sterile frame coordinates for two different plans. They were not able to achieve the targets set in framelink software, because they were running through the ring. Medtronic rep verified that leksell frame was properly assembled with x axis l-r, y axis a-p, and z axis s-I. No incision was made at this point, and site decided approximately 1pm to abort use of leksell frame. Decided to convert to vertek biopsy setup, had to borrow tray from main hospital on campus and sterilize it. At 2pm ¿ began procedure using vertek biopsy instrumentation and synergy cranial software on s7 stealthstation.

Manufacturer narrative:
On 05/29/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 06/22/2015, a medtronic representative, following-up at the site, reported the patient was under anesthesia since before leksell frame was placed on head. Further reported that once it was decided to discontinue the use of the leksell frame, there was a two hour delay until the site located/sterilized their vertek biopsy tray and resumed the procedure. There was no negative impact on the patient. No further issues have been reported.